Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# unknown. Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).

Event description:
It was reported that at the time of the report the patient was experiencing under-dose. Beginning the morning of (B)(6) 2012 the patient experienced symptoms of freezing/chills, bad pain and diarrhea. The patient was currently at home. The night prior to the report the patient attempted to give himself a bolus dose and was denied; the patient was also being denied a bolus during the report. The patient stated that they had a refill scheduled for the following day and it was "down to the wire." The patient was seeing an error code on the personal therapy manager (ptm) and stated that there was a beep associated with the code. He thought it was a single beep. The patient initially stated that the code was "476" but then thought that the code could have been an 8476 or "$476." The patient reported having no recent mris. The device system was used to deliver prialt and dilaudid. Additional information has been requested but was not available at the time of this report.